Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead exhibited a failure to capture. The physician attempted to reposition the lead, but it still showed high pacing impedance and a high capture threshold. The lead was not used and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.